Event description:
The hcp reported a cisternogram was done that demonstrated "malfunctioning of the itb." The pump was explanted and replaced with an adult size pump with a new catheter. The hcp implanted the device higher in the spinal column for both upper and lower spasticity control. The pt is reported to have recovered without sequela.